Manufacturer narrative:
The reported event of sensing noise was confirmed. As received, a complete lead was returned in one piece. Visual inspection found an external insulation abrasion proximal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the reported event of was due to external insulation abrasion consistent with friction to the device can.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room for an unrelated condition. Device interrogation revealed over-sensed noise resulting in several recorded high ventricular rate episodes exhibited by the right ventricular lead. There were no interventions made. The patient was in stable condition.

Event description:
New information received notes that the patient presented to the emergency room for syncope. Reproducible sensing noise was presented with isometrics. However, the physician stated that the patient had an underlying rhythm and was not pacing dependent, and therefore believed syncopial episode was not caused by pacing inhibition. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 health effect - impact code.